Event description:
Vns pt's device was "running on its own" for two days, causing the pt unbearable pain. The pt was hospitalized for unk reasons at the time of the initial report. Pt had become accustomed to normal mode stimulation and did not usually feel it, but that for two days, the device began stimulating continuously (for up to 5 mins at a time). The pt reported that when they secured the magnet over the generator to discontinue stimulation, the device continued to stimulate continuously. The pt planned to follow-up with neurologist for device diagnostic testing. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the device was functioning properly.